Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported patient was not able to increase or decrease stim. Patient was getting the screen that said the patient programmer (pp) batteries depleted. Caller was told she would need to buy new batteries, and if that does not resolve the issue she should call back. Patient reported she was going to the bathroom more frequently this weekend. Patient reported she had a bladder infection last week, and she was able to raise the stim then. No further symptoms reported. No further device complications reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3037 product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Further information provided by the patient indicated that they were having issues with the device. There were no further complications reported as a result of this event.